Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b14 (to capture DHR). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument. Manufacturing date: 10-mar-2020. Expiration date: 01-mar-2030. Part number: 04.037.114s, 11mm/125 deg ti cann tfna 235mm/right - sterile. Lot number: 45p9276. Lot quantity: (B)(4). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a defective device: the implant broke. No other information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø11 r 125° l235 timo15 was found broken in two parts across the proximal locking hole. The broken fragment was returned for examination and the fracture surface was examined; this suggest that the fracture occurred post-implantation. Based on the observed evidence, it is reasonable to conclude that the fracture was caused by low-stress, high-cycle fatigue. Additionally, it was observed with signs of scratches on the surface which could have been due to implantation or explantation process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. ¿ a dimensional inspection was unable to be performed due to post manufacturing process. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 r 125° l235 timo15 would have contributed to the complained device issue. ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument manufacturing date: 10-mar-2020 expiration date: 01-mar-2030 part number: 04.037.114s, 11mm/125 deg ti cann tfna 235mm/right - sterile lot number: 45p9276 lot quantity: 5 one piece was scrapped in cell at op #110, inspect dimensional/laser, for function issues. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, ns071288 rev e met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17493 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 43p0822 qty 5 lot quantity: 200 production order travelers met all inspection acceptance criteria. Inspection sheets, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 11l3027 qty 5 lot quantity: 1,000 production order travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificates and certificates of conformance and quality history cards received from smalley dated 08-oct-2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 5l93107 qty 5 lot quantity: 96 production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 28p8565 lot quantity: 767 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 10-sep-2019 was reviewed and determined to be conforming. Lot summary report dated 20-nov-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review 09-jan-2025: DHR reviewed by: eortiz this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.